Event description:
It was reported that the patient felt a thumping in the chest. Fluctuating capture thresholds were observed. The lack of slack in the rv lead caused variable thresholds as the heart contracted or the patient moved to/from standing and sitting. When repositioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.